Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. This report was inadvertently submitted and reports of this nature (during calibration) typically do not meet zoll's reporability.requirements.

Event description:
Complainant alleged that during biomed testing, the device failed the self-check calibration test during calibration testing. Complainant indicated that there was no patient involvement in the reported malfunction.